Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas had a cracked touchscreen, after which the screen became unusable and the user could not access the device; the affected device component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.